Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was unknown if therapy was ongoing until the time of death. Leading up to the death, the patient had experienced progressive and severe deterioration of cardiac function. The patient was not hospitalized for the event and later passed away due to a sudden cardiac arrest. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.